Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported a motor error alarm during a bolus delivery. Troubleshooting was performed, and the insulin pump failed the displacement test. The insulin pump was not replaced due to the customer being out of warranty and not having insurance. The customer was advised to speak with the sales department for options. Nothing further was reported.